Event description:
It was reported that an unspecified error message occurred. The sensor was inserted into the arm which is off label usage of the device. On approximately (B)(6) 2025, the patient was in her bedroom and was asleep. When the hospice nurse came in her room, they noted that the patient was unconscious. No alerts had sounded during the patient´s sleep, and no cgm reading was known from this time of the event. The nurse called the husband of the patient, and the husband decided to call an ambulance. While waiting for the ambulance, the nurse tried to let the patient drink orange juice but patient not able to as she was unconscious. The patient was given sugar water in the ambulance and was brought to the hospital. When the patient arrived at the hospital, the dexcom device was removed, and when a fingerstick was taken the blood glucose reading was 24 mg/dl. The patient regained consciousness after 2 hours but did not remember what further medication was given to her. When a fingerstick was taken after treatment the blood glucose reading was 106 mg/dl. The patient was transferred to a rehabilitation center after 3 days, where she stayed one more day after she was discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect full investigation window. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - impact code - f18 rehabilitation.